Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported by the customer that post a coronary drug eluting stenting treatment procedure, stent blockage and stent explantation occurred. The physician implanted taxus express2 stent(s) of unknown size in an unspecified location. Four days later, the stent(s) became occluded and were removed. Further information has been requested, but has not been received.